Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection, power up process and plunger sensor testing were performed. Investigation unable to duplicate the check syringe plunger sensor at power up and plunger sensor reading was within the required specs. Investigation replaced the pump left plunger case for preventive. Performed pm maintenance and all functional testing passed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump exhibited plunger sensor error. No reported adverse effects.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.